Event description:
Complainant alleged that during the incoming inspection of the device, the unit displayed a "pacer fault 123" and a "pacer fault 126" message. The complainant indicated that there was no patient involvement in the reported malfunction.